Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018 the patient presented in the tanner heart and vascular clinic with diaphragmatic stimulation after losing balance and falling at home. Before the fall the patient had been feeling well. Upon interrogation it was found that the atrial lead (ra) was the cause of the diaphragmatic stimulation. Although the ra lead impedance was stable the lead was not sensing or capturing. The device was reprogrammed to a backup pacing mode since the patient was in sinus rhythm and was sent for a chest x-ray. The x-ray showed that the atrial lead was dislodged and the ventricular lead had lost all of its slack. The patient was admitted and scheduled for lead revision. The ra lead was explanted and replaced. The patient was stable. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.